Event description:
During a case the doctor released the x-ray hand control and he reported the system continued to produce x-rays "(aro)". The doctor stated that he hit the x-ray button on top of the c-arm control housing and x-rays stopped. The system was replaced and returned to the factory for failure analysis. After extensive testing and engineering eval of system logged events, hardware and software performance, the failure was determined to have been caused by very rapid, repeated and very short exposures (toe-tapping) over an extended period of time. After an hour of use the software was unable to keep up with the exposure commands and caused a generator error. The system terminated x-rays within 1.7 secs as part of the designed response to a generator error signal. It was coincidence that the doctor hit the x-ray exposure switch at the same time as the generator correctly terminated x-rays. The system was determined to operate as designed. Oec was never able to reproduce the reported malfunction at either the customer's site or at the mfg facility. There was no system aro involved.